Event description:
The facility reported that the device failed the shim test and downstream occlusion. During insite service by the field service engineer, the device was found to have a broken door, a failure code 50, torn directions label, a depleted battery , and a worn pole clamp cushion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l info.